Event description:
It was reported that the right ventricular (rv) lead experienced loss of capture. In addition, insulation damage was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 406845 implantable pacing lead, implanted: (B)(6) 1997. (B)(4).